Event description:
Consumer stated that the go between cleaners are made very flimsy now. She's used tight and moderate for years and has always been able to use them for over a week and now they don't last more than 1 day. The bristles fell out and the wire broke.